Event description:
CABG/mv repair 4/29/96 iabp inserted periop. Return to or for intrathoracic bleeding - subsequently stabilized. Rn caring for pt on pod#1 noted decreased augmentation and blood backing up in balloon line. Balloon removed. Noted to be ruptured.